Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a duodenal stent placement procedure, the handle of the device fractured. The indication for the procedure was for palliation of advanced duodenal cancer at the duodenal bulb. The physician began to deploy the wallflex 27/22x12 230cm enteral duodenal stent by immobilizing the hub handle and sliding the exterior tube handle back towards the hub handle. While the stent was being deployed, the exterior tube handle became detached from the exterior tube. The stent was unable to be released and the device was removed. Because another wallflex duodenal stent was unavailable, the procedure could not be completed and the procedure was rescheduled for 5 days later. No pt complications occurred. Pt's condition was stable.